Manufacturer narrative:
(B)(4). The catheter passed all electrical and deflection tests. Additional testing was conducted to evaluate the integrity of the catheter's tip stiffness. Results of the additional test indicated that the catheter passed buckle force test, tip stiffness test and side force test. The catheter performed as designed and any tip stiffness issue could not be confirmed.

Event description:
It was reported that during an ablation of inappropriate sinus tachycardia, a left atrial perforation occurred. This resulted in cardiac tamponade. Cardio thoracic surgeons sutured the perforation. He believes that the duo-decapolar catheter went through the pfo (patent foramen ovale) and perforated the left atrial dome. The perforation was not at the site of the ablation. The physician felt that this catheter is too stiff, however, he does not believe this event was related to any bwi equipment. The hospital has declined to provide further information on detailed information and the patient's updated condition.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. Concomitant products used during the procedure: carto 3 system: model #: m-4800-01, (B)(4). Stockert rf generator: model #: m-5463-01, (B)(4). Navistar thermocool diagnostic/ablation deflectable tip catheter: model #: d-1197-17-s, lot #: 15122869. (B)(4).